Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: enclosure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. The front case enclosure will need to be replaced due to physical damage (crack near sd door). The inlet air path assembly and removable air path foam were replaced per remediation.   The customer does not want any repairs done to the unit. The device will be returned unrepaired. The device was returned to the technician for further evaluation and failed the run-in test. The device was sent to be retested using active porting block and passed all testing.